Event description:
Adverse event(s): "glare, clouds floating in eye" (visual disturbances); "halo" (halo). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she was experiencing halos and glare. She also reported "clouds floating in the eye" for this eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).